Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported receiving five readings within ten minutes on the aviva system: customer got readings of 448 mg/dl, 212 mg/dl, and 174 mg/dl using a vial from lot 496387. Customer got readings of 167 mg/dl and 131 mg/dl using a different vial from lot 496387. No adverse event reported, meter and strips replaced and requested for return.